Event description:
In 2000, a pt presented for a transurethral microwave thermotherapy to treat pt's benign prostatic hypertrophy. Fifteen to 20 minutes into the procedure, site reported that the foley balloon leaked inside the pt's bladder and could not be visualized with ultrasound. Transurethral microwave thermotherapy was stopped. Catheter was replaced and the treatment was completed. No pt injury was reported. This event is being reported, as a similar event could have resulted in a serious injury.